Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer stated that her car had gotten rear-ended, and when she spoke with the officer, her insulin pump began alarming with the blank display. She stated that a battery replacement did not resolve the issue. The customer's blood glucose was 200 mg/dl. She did not observe any damage or corrosion to the battery cap, battery compartment and spring. The display did not return upon troubleshooting. The customer also reported that the insulin pump alarmed watchdog timeout, unexpected restart and signal too low, as indicated in the alarm history. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to battery connector not plugged in properly to interface board. The insulin pump was unable to verify alarms due to blank display. The insulin pump had minor scratches on lcd window, cracked case at window corners and cracked reservoir tube lip.